Event description:
The customer contact reported backflow of fluid into the solution container. The tubing set was being used to deliver an unspecified volume of parenteral nutrition at an unspecified rate. After an unspecified length of time in use, the customer contact reported that, "during parental nutrition user noticed backflow of the liquid in the pouch." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was available including, if the tubing set was being used with a pump, description of the tubing set up, and clarification of the event details.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of 80frn and has a 510k of k865060. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. (B)(4).